Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly and shut off unexpectedly. The customer¿s blood glucose was 376 (mg/dl). The customer declined to review the most recent charge in the pump history with tandem technical support. Reportedly the customer would continue to use the pump for insulin therapy.